Manufacturer narrative:
(B)(4). Batch # t5dg2x. Device analysis: the analysis found that one long60a device was returned with no apparent damage and with one gst60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a sleeve gastrectomy they were unable to unlock the device to use it. A similar device was used to complete the case. There were no adverse patient consequences.